Event description:
It was reported that during the implant on a right ventricle leadless pacemaker (rvlp) that the rvlp was unable to be interrogated despite all troubleshooting. The physician elected to exchange the rvlp and complete the procedure. The patient was stable following the procedure.